Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 81mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the diameter of the proximal neck was 20 to 25mm and 31mm in length. It was reported that during the index procedure a type ia endoleak was observed due to the severe angulation of the proximal neck. The physician elected to complete the procedure and the patient will remain under observation with the possibility that the endoleak might resolve itself. The patient is stable and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Angulated aortic neck. Stent graft implanted in a patient with a greater than 60 degree aortic neck angulation. Conclusion: endoleak. Angulated aortic neck. Stent graft implanted in a patient with a greater than 60 degree aortic neck angulation.